Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the angiogram and the echocardiogram showed moderate paravalvular leak (pvl) due to heavy calcification of the native aortic valve. Post implant balloon aortic valvuloplasty (bav) did not improve the pvl. A second valve was implanted valve in valve 2mm deeper, and the pvl was mild at the end of the procedure. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, most likely the pvl was due to patient anatomy, as heavy calcified native leaflets were reported. A second valve was implanted valve-in- valve 2mm deeper and the pvl improved to mild at the end of the procedure. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.